Event description:
Customer reports to have high blood glucose of 440 mg/dl, which was not treated. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Customer did not have reservoir or infusion set in order to change and did not have tubing clamp to continue troubleshooting. When customer received tubing clamp, troubleshooting was declined due to issue being resolved. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.